Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore causality cannot be determined. However those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler and/or the liberty cycler set can be disassociated from the event as there is no evidence or indication the liberty select cycler and/or liberty cycler set caused or contributed to a serious adverse event. Additionally there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, although the liberty select cycler has not been returned to the manufacturer for evaluation, the mwd watchdog timer error (investigated under file (B)(4)) is a software failure and would not directly affect the sterility of the procedure. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2018 for bladder infection unrelated to fresenius peritoneal dialysis treatment. Upon follow up, the pdrn stated that the patient was admitted to the hospital for a urology procedure (urethra being cleaned out) and later on developed peritonitis on (B)(6) 2018. Pdrn stated that patient has been discharged and is fully recovered. Pdrn stated that the patient did have a culture taken which was positive for peritonitis and the organism was e.coli. Pdrn stated that the patient was prescribed antibiotics but the type, route, dose, and duration were unknown as the patient was treated in the hospital. Pdrn stated they were unsure of the cause of the peritonitis event as the patient does practice aseptic technique and has not reported any fluid leaks. The patient¿s discharge summary and medical records for the event were requested but unable to be obtained. Pdrn stated that the patient is continuing pd therapy. There are no samples available to be returned to the manufacturer for physical evaluation.